Manufacturer narrative:
The hill-rom technician found the nurse call not working due to the side comm cable being damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the comm cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the bed exit was not calling nurse station. The bed was located at the account in room 4 pcu. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).